Event description:
A customer reported experiencing a cartridge alarm identified as alarm 20. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support advised the customer to reload a new cartridge using the correct technique and use insulin at room temperature. The customer had only cold insulin available at the time and chose not to wait for it to reach room temperature or to receive a follow-up call. The customer was instructed to monitor the pump and follow up as needed.